Event description:
Customer reported that she had a blood glucose level of 42 mg/dl the day before the call. Customer reported treating with glucose tabs. Customer was unable to complete troubleshooting for low blood glucose levels at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.